Event description:
Patient was revised to address very little cup ingrowth. Update: 10/07/2011 - litigation papers allege since surgical implantation, patient has experienced pain and discomfort in her left hip. Patient endured substantial conscious pain and suffering, both physical and emotional in nature.

Event description:
Update rec¿d 3/16/2015 - ppd and medical records received. Upon revision, synovitis, and greenish tinted murkly fluid consistent with reactive synovitis secondary to metal on metal reaction were noted. The information received does not change the MDR decision. This complaint was updated on: 04/06/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.